Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The laser probe didn¿t work and was subsequently switched out. However there was no further information obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction procedure the posterior capsule bag broke completely and the crystalline lens fell into the vitreous chamber. The case could not be completed and the patient was transferred to another facility. Additional information has been requested.